Event description:
The patient reportedly experienced sound quality issues and fluctuating impedances after an infection that was treated by ent. External equipment was exchanged, however, the problem was not resolved. Advanced bionics is in the process of gathering add'l info.